Manufacturer narrative:
Follow up with customer's daughter on (B)(6) 2014 indicated that no additional occlusion alarms had occurred. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted. (361 mg/dl -600+).